Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the device has been removed from service. However, the unit is on standby. The customer stated that the device was regularly cleaned according the instructions for use (IFU) while in use. It was also reported that the cleaning regimen was enhanced to a daily procedure in (B)(6). The customer reported that the heater-cooler was placed inside the operation theater during use at a distance of more than 6 feet from the operation table with the exhaust fan directed away from the patient field. On (B)(6) 2017, the lab report was provided to livanova (B)(4), which confirmed contamination by mycobacterium mucogenicum. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system tested positive for contamination with mold and non-tuberculous mycobacterium (ntm) during maintenance.. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) finished the evaluation. Corrective actions are in progress for this issue.